Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a fault code # 118 - ¿sol wdt fail ¿ - a critical error detected in the hardware watch dog circuit on the solenoid driver board recorded multiple times in logs. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. He replaced solenoid driver board. Complete pm performed with full calibration. Unit passed all functional and safety tests per factory specifications.9v daughter board battery and quick disconnect o-ring replaced. The failure analysis and testing dept. Reported unit failure of a fault code #118 - critical error detected in hardware watchdog circuit. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test and tested the part to factory specifications per the cardiosave service manual . Tested for 30 minutes with no issues or fault codes appearing. Fat could not confirm the reported issue. Sending the board to the supplier for failure analysis .the supplier evaluation states the following: perform visual check. Result: no abnormalities found . Board was re-tested at fct result: passed results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as . The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.